Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: on investigation there was evidence of moisture observed in battery compartment/behind display lens; however, the display screen was not blank as alleged; the display screen was clear and legible. The display screen was not damaged. Leak testing failed due to a display lens leak; display lens is peeling. The pump was opened for further investigation revealing evidence of moisture internally on the force sensor plate and transceiver. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue; moisture behind the display lens. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.